Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. Reprograming of the device was performed and a defibrillation threshold (dft) test was recommended. This device remains in service. No further adverse patient effects were reported.